Event description:
It was reported that the right ventricular (rv) lead had "interference." Further review revealed a lead integrity alert (lia) from high short interval counts (sic) and non-sustained ventricular tachycardia. Rv lead impedance was decreased as well as r-waves. The lead programming was changed and the rv lead remains in use. Reprogramming reduced the interference. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the right ventricular (rv) lead continued to have "interference." The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: d284trk, ICD implanted: (B)(6) 2014. (B)(4).